Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27apr2020.

Event description:
It was reported that the ventilator during preventative maintenance the battery charge date was out of specification. There was no patient involvement. The service engineer (se) inspected the device. The se advised the customer to replace the battery. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
G4: 29may2020. B4: 29may2020. Information was received that the customer will not be replacing the battery on this unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.